Event description:
Plug in air purifier -edenpure- "gave gas vapors that makes me nausea & a headache." Dates of use. 2008. Diagnosis or reason for use: purify air. Event reappeared after reintroduction: yes.